Event description:
It was reported that the device read 0ml for all readings. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed by testing the probe with a new dcm, but the results were still the same. The scan cable was replaced. Troubleshooting also resulted in add'l repairs of the probe. It was discovered that the plastic tabs that connect the probe bottom to the probe top were damaged. Also, the j7 contact on the probe pcba was detached. The dcm, probe pcba, and probe bottom were replaced. The system now operates as intended.